Manufacturer narrative:
(B)(4). The baxter device evaluation found the ok, (.), #3, #4, #6, #7 and #9 keys to be inoperable. It was observed that when any remaining functional keys are selected, an automatic output of the "ok" key will occur following the selected key's function (e.g. When the #2 key is pressed the #2 followed by "ok" will be entered). Baxter's engineering investigation is in progress. When complete, a supplemental report will be submitted. See scanned page.

Event description:
It was reported that a pump keypad is inoperable. The customer stated there was no patient injury.